Manufacturer narrative:
Office contact information: (B)(4) patient information was requested and none was provided.

Event description:
The customer reported the device did not operate when in battery mode. There was no patient harm.